Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported due to resistance that was felt with the angio-seal device, the locator was hardly inserted into the sheath. The device was replaced by another angio-seal device to continue the hemostasis procedure. Hemostasis was achieved with the second device. The procedure before deploying the device was a percutaneous coronary intervention (pci). A pre-deployment angiogram was not performed. The size of the sheath ancillary used was reported to be unknown. The puncture site was distal to the inguinal ligament of the left common femoral artery, and the vessel diameter was reported to be unknown. There was no health damage to the patient. There was no other equipment or devices used with the reported product.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.